Event description:
It was reported that the patient is scheduled for an inflatable penile prosthesis (ipp) removal and replacement surgery on (B)(6) 2020 due to fluid loss, according to CT results. The current ipp was implanted in 2016. Additional information received. The ipp was removed and replaced with a new ipp. No information was provided about the patient's outcome.

Event description:
It was reported that the patient is scheduled for an inflatable penile prosthesis (ipp) removal and replacement surgery on (B)(6) 2020 due to fluid loss, according to CT results. The current ipp was implanted in 2016.